Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the bottom of the cartridge appeared to be "warped and curved" and the cartridge was not able to fit onto the pump. There was no impact to the customers blood glucose level. It was indicated that the customer was able to load a new cartridge successfully.